Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: 2012 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) indicated that the patient reported a gradual increase in pain over a two month period. A dye study was attempted, but it was unable to be completed due to the unsuccessful catheter aspiration. The healthcare provider determined that the catheter needed to be replaced. During the catheter replacement, the pump was also replaced.

Manufacturer narrative:
H3: the pump was returned, however analysis has not yet been completed. A follow up report will be sent once the results are made available. Continuation of d10: product ID 8709sc; serial# (B)(6); implanted: (B)(6) 2012; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving bupivacaine (5 mg/ml at 0.649 mg/day) and fentanyl (2000 mcg/ml at 259.8 mcg/day) via implantable infusion pump. It was reported that for the past couple of months the physician had been adjusting the dosing; however, the patient did not notice and felt like the pump was not doing as well as it had been to help control pain. The rep stated that the hcp attempted to do a dye study (date was asked but unknown) and could not aspirate so the patient was sent for surgery. During the procedure on (B)(6) 2021 the surgeon was able to complete a dye study and the catheter was patent so only the pump was replaced. The rep stated that the hcp thought the issue was that the catheter may have been tangled in an old mesh pouch that was in the pump pocket so the mesh pouch was removed.